Event description:
A male pt contacted lifecor customer support to report that the device is continually going alarming every 5-10 minutes. He stated that there is a "no rate" message on the display. The pt could not downloaded because they do not have a landline. Support sent the pt a replacement electrode belt. In 2006, the ups tracking number states that the pt received the replacement electrode belt. Support attempted to contact pt to see how the new belt was working the following month. In early 2007, billing was completing, vest calls and the pt stated that he is not wearing the device and wanted to return it. The following month, a lifecor account coordinator contacted the pt. The pt stated that he was not wearing the device because of alarms. Pt stated that he still did not have a landline to download. Support continued to try to resolve patient's problem. The pt was also contacted numerous times because this electrode belt was on the recall list. Six months later, the pt was billed for the entire system, since lifecor was unable to reach him. The following month, the patient's record was inactivated.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. There wire that came off a solder pad. This wire connected ECG c and d to the distribution node. This was the plus five volt line to these two electrodes. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unk but is likely due to random component failure. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.